Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to a defective main circuit board. The customer was issued with a replacement device to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.